Event description:
It was reported that during a new system implant this right atrial (ra) lead was an attempted implant due to observations of high out of range impedance values greater than 3000 ohms thought to be due to a conductor fracture. Upon checking the lead on the ECG monitor, it was reported that the lead was also not pacing. Subsequently, the lead was not used and replaced successfully prior to wound closure. No adverse patient effects were reported.